Event description:
It was reported that the patient's blood glucose level rose to 252 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the internal portion of the cannula. The device was originally reported for a hazard alarm during operation.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The pod was received with corrosion on multiple internal components and measured low batteries. The pod generated an 0x3d hazard alarm indicating step sensor asserted before wire driven. A leak test revealed a tear on the unexposed portion of the soft cannula which diverted fluid into the device causing the observed corrosion and reported hazard alarm. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone17.1 cgm sensor type: not provided please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.